Event description:
It was reported that the customer intermittently experienced difficulty delivering quick boluses. Customer¿s blood glucose was approximately 300 mg/dl. Reportedly, the customer will continue to use pump for insulin therapy.